Event description:
The consumer stated two tampons had broken applicators and contained discoloration which appeared to be mold.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided by the consumer. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.